Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had failed battery test alarm for sixth time. The blood glucose was 134 mg/dl at the time of the incident. Customer does not want to troubleshoot the issue as he already troubleshooted it. The insulin pump will not be returned for analysis.